Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that there was difficulty releasing the ratchet while on the patient. No known pt injury. The skull clamp was also reported to be sticking. Add'l clinical info has been requested.